Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufactured between october 17, 2019 to october 18, 2019. H10: two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that white foreign matter was observed at the outer thread area of the fill port of sample 1 only. There were no issues noted with sample two (2). The reported condition was verified in sample one (1); however, not verified for sample two (2). The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was found on the fill port of two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.